Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a high out of range pacing impedance measurement. There was no evidence of noise and measurements were acceptable in clinic. Technical service discussed a potential contact anomaly between the lead and device. The alert value was increased. Technical services also discussed the option of reprogramming the lead configuration to unipolar pace/bipolar sense. No adverse patient effects were reported.